Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had no output. No patient complications have been reported as a result of this event.

Event description:
It was reported the device had no output. The device will not start up, even though the lights come on. There were no patient incident reports.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases were also found to be broke, battery release, side bail covers, and battery drawer contaminated, one knob, ring cover, ring bail, and ring cover screw missing, and battery contacts compressed.